Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR" message upon powering on was confirmed during initial functional testing and archive date review. The root cause of the system error was due to a defective processor board as a result of wear and tear. The autopulse platform was manufactured in march 2008 and it is 12 years old, well past beyond its expected serviceable life of 5 years. During visual inspection, a chipped screw well area on the front enclosure was observed on the returned autopulse platform. This type of physical damage likely attributed to wear and tear and/or mishandling, such as drop, unrelated to the reported complaint. The front enclosure needs to be replaced to address this issue. During archive data review, a system error 139 (unable to hold compression position) was recorded, thus confirming the reported complaint. Also, unrelated to the reported complaint, user advisory (ua)17 (compression tracking error), ua2 (compression tracking error), ua18 (max take-up revolutions exceeded), ua20 (position out of range) and fault code 16 (timeout moving to take-up position) error messages were observed in the archive around the reported event date and these error messages were cleared by the user. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. User advisory 2 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. User advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. User advisory 20 is an indication that the encoder drive shaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to ua20 because the drive shaft is not restored at the home position. Multiple ua45 are recorded in the archive. Fault code 16 occurs when the lifeband is not securely closed, likely caused by user error or due to the brake gap being too narrow as a result of the normal use of the device. Also, fault code 16 could happen due to defective drive train or corroded brake caused by high humidity, as a result of normal wear and tear and/or user mishandling. The initial functional test failed due to returned autopulse platform displayed "system error, out of service, revert to manual CPR" upon powering on. Thus, confirming the reported complaint. The defective processor board needs to be replaced to address this issue. During service evaluation, observed the brake gap is out of specification and could not be adjusted to manufacturing specification, unrelated to the reported complaint. The drive train needs to be replaced to address this issue. Awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.